Manufacturer narrative:
On 10/22/2015: the customer's bg levels were at 85 mg/dl on (B)(6) 2015. The customer went to the doctors office on (B)(6) 2015 and had pump basal settings changed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had low blood glucose (bg) levels on two occasions, before eating dinner. Bg levels were reported at 56mg/dl, and were treated by eating carbohydrates. The customer's contact declined to troubleshoot, and stated that they will be contacting the customer's healthcare provider.